Event description:
The event is reported as: complaint alleges that the catheter snapped midway down the catheter without decompressing the balloon and had to be removed with forceps. There was no pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.